Event description:
Related to MFR report # 2183959-2012-01470. It was reported by plaintiff's attorney that the plaintiff was implanted with perigee on (B)(6) 2007. Plaintiff alleges to have experienced significant mental and physical pain and suffering, permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.